Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was a red screen and error code at startup.the root cause of the reported issue was found to be the main board was inoperable. Actions were taken to mitigate the reported issue: replaced the main board.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited lec 46181. No patient injury reported.